Event description:
The balloon of this device ruptured post dilatation while being used in conjunction with a competitor's stent. The device was remvoed and replaced. The patient is reported as fine and the device is being returned for co's analysis.